Manufacturer narrative:
Image evaluation summary: the images capture the thrombus in the proximal rca as reported by the account. The outline of the previously deployed stents are visible in the vessel. The treatment of the thrombus with an aspiration device is captured by the images, after which thrombus is still visible in the vessel. The images then capture two non-medtronic stents deployed in the proximal and mid rca. The final images capture the rca after treatment, with no evidence of thrombus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stemi. During the staged procedure, two resolute onyx rx drug eluting stents were implanted in the 1st obtuse marginal, to treat a moderately tortuous lesion, exhibiting 90% stenosis with evidence of thrombus. The lesion was pre-dilated. One 3.5mm x 18mm resolute onyx drug eluting stent was also used to treat a lesion located in the proximal right coronary artery, exhibiting 99% stenosis with evidence of thrombus and in-stent restenosis. The lesion was diffuse. This lesion had been previously treated using a drug eluting stent. The lesion had been pre-dilated to 15 atm and post-dilated to 23 atm's. On the following day, a staged procedure was performed. Four overlapping resolute onyx des were implanted to treat heavily calcified and severely tortuous lesions located in the left anterior descending artery and one resolute onyx des was used to treat a moderately tortuous and calcified lesion in the 1st diagonal, all exhibiting 90% stenosis. During the staged procedure, it was noted that there was in-stent thrombosis in the right coronary artery despite the patient taking effient and heparin IV. The stent thrombosis event was treated with aspiration, nc euphora ptca balloon and two non-medtronic stents implanted in the proximal and mid right coronary artery. No complications were reported.